Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. No motor error alarm noted. Unit was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. Unit had minor scratched display window, scratched reservoir tube window, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose level was 153 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.